Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The patient was admitted to the hospital with unstable angina (ua). During the coronary arteriography (cag), it was found that there was a lesion in the mid left arterial descending (lad). The physician placed a xience prime 2.75 x 28 mm; however, when torquing the shaft, the proximal part next to the hub broke down. The stent delivery system was removed and a new 2.75 x 28 mm xience prime stent was used to complete the procedure. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.